Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used in an ercp procedure on (B)(6), 2010 involving an (B)(6) female patient (patient weight, ID and date of birth are unknown). According to the complaint, during the procedure the balloon burst inside the patient. No pieces were left behind and the procedure was completed with another of the same device with no reported patient complications. The patient's current condition has been described as "fine."

Manufacturer narrative:
The complainant indicated that the device has been disposed at the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4). Disposed.